Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 1158t competitor implantable pacing lead (B)(6) 2011; 1688 competitor implantable pacing lead (B)(6) 2011; 7122 competitor implantable tachy lead (B)(6) 2011. (B)(4).